Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. At this time, the mechanism of damage is undetermined. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other catheter cleaning solution. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
It is reported that (B)(6) 2012, the pt was implanted a long term dialysis catheter via right internal jugular vein. The surgery was successful. Three times one week hemodialysis in hospital. (B)(6) 2012, the pt got up and found the catheter out of skin part longer than before. (B)(6) 2012, the pt went to hospital and extraction the catheter. The cuff still in pt's body.